Event description:
It was reported that the patient presented to the hospital with redness, swelling and discharge due to infection at the device site. The infection was determined to have originated in the device pocket. The pacemaker, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.